Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review for model 2420-0500 lot number 20063048 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h.10.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced leakage, component separation, and blood backflow during infusion. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063048 upper middle-aged male with history of colon cancer receiving outpatient infusion as treatment. While hooking up the IV tubing, it was noted that blood was leaking from a port site of the tubing, then the tubing came apart. The tubing was removed, and another set was used. No known harm to the patient.

Manufacturer narrative:
Patient date of birth: only the patient's age was provided therefore a default date of birth has been listed. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced leakage, component separation, and blood backflow during infusion. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20063048. Upper middle-aged male with history of colon cancer receiving outpatient infusion as treatment. While hooking up the IV tubing, it was noted that blood was leaking from a port site of the tubing, then the tubing came apart. The tubing was removed, and another set was used. No known harm to the patient.